Manufacturer narrative:
The associated complaint devices were not returned for evalulation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that the revision surgery was performed due to infection. The surgeon doesn't think products failure.